Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After deployment of the closure device, intracardiac echocardiogram (ice) revealed a thrombus on the distal tip of the was. The thrombus was successfully aspirated through the was and the procedure concluded without incident. The patient recovered and was discharged one day post index procedure.